Manufacturer narrative:
Eval summary: the hand piece was returned with a torn acoustic isolator and evidence of moisture ingress was found in the instrument. An error code was noted. Complaint information is trended on a regular basis to determine if further investigation is warranted. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Event description:
It was reported by the rep the system is responding with intermittent error code and also responds like the customer is pressing min and max buttons at the same time. The customer used another handpiece for the cause. There was no patient consequence.